Manufacturer narrative:
A complete lead was return in one piece for analysis and the helix was extended within specification. Electrical testing revealed no indication of conductor fracture or internal shorts. X-ray and visual analysis found damages that are consistent with those occurring at the time of the explant procedure. The results of the investigation concluded the analysis of the device was normal with no anomalies found.

Event description:
During follow-up, the right atrial lead was found to be dislodged into the right ventricle. The lead was explanted and replaced. The patient was in stable condition.